Event description:
Hematoma noted by cardiovascular tech prior to exiting cath lab after cardiac cath - 2nd band applied above existing band. Further hematoma developed after removing both bands at 1715. Manual pressure held and hematoma mashed out. Manufacturer response for traclet, traclet (per site reporter): mfg is well aware we have had over 22 events at this facility with this device.